Event description:
It was reported the patient experienced weakness and pain in their left leg following a trial lead placement procedure. In turn, the patient underwent surgical intervention wherein the lead was explanted to address the issue.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.